Manufacturer narrative:
Pending return of complaint needle for evaluation. Three related events for the same treatment facility, same batch of needles: (B)(6): occurrence of hemoperitoneum during oocyte retrieval requiring hospitalization for monitoring without re-intervention by laparoscopy. (B)(6): following an egg retrieval procedure, the patient developed hemoperitoneum requiring laparoscopy and aspiration of 1000 ml of blood on the same day as the procedure. It is noted that the procedure was difficult. (B)(6): hemoperitoneum occurred following an oocyte retrieval (in the context of intense ovarian stimulation with more than 40 follicles retrieved). The patient required laparoscopy and aspiration of blood the day after the procedure.

Event description:
This (B)(6): occurrence of hemoperitoneum during oocyte retrieval requiring hospitalization for monitoring without re-intervention by laparoscopy. Related events: see (B)(6): for following an egg retrieval procedure, the patient developed hemoperitoneum requiring laparoscopy and aspiration of 1000 ml of blood on the same day as the procedure. It is noted that the procedure was difficult. See (B)(6) for: hemoperitoneum occurred following an oocyte retrieval (in the context of intense ovarian stimulation with more than 40 follicles retrieved). The patient required laparoscopy and aspiration of blood the day after the procedure.